Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the information on the label on the outer box and that on the individual foils different with respect to suture size, 0 and 2-0? The information on the foil and the outer box are the exact same. What was the product code and lot number on the outer box and that the foil? Same on both. What was the actual size of the suture in the foil labeled as 2-0 appear to be, 0 or 2-0? 2-0. Was the issue found upon opening a new box of product? No. Is it possible that 2 products got mixed up on the shelf? No foil and box had same info. The indication on the product reel itself inside the foil indicated it was a 2-0 not 0. Was it verified that all the packages/foils in the box were same and labeled as 2.0? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The nurse opened the tie reel and realized the reel stated this was a 2-0 reel of ties (two dots) and not a 0 as the product code and box indicates. No adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional: an unopened sample of product code j207, lot mk6373 was returned for analysis. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the spool had two holes punched and for product code j207 should be only one hole punched. Due to mismatch at the spool a characterization of the suture was performed and meet the requirements for a vicryl suture diameter 0. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the mix reel is due a manufacturing defect.